Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found the helix/lobe distorted/bent and there is blood in/on helix/lobe mechanism. While turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification. Damaged at implant.

Event description:
It was reported that during implant attempt problems occurred. Tried the placement of the lead over cephalica approach. The passage cephalica to subclavian vein wasn`t possible with the lead directly. It seemed that the helix came out a little bit after stronger pushing. While pulling back the lead, it seems that the helix got stuck. After pulling back the lead, the helix shows a bending and the helix mechanism doesn`t work anymore. The device was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.